Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in the pacing impedances. Additionally, the thresholds have being slowly increasing. An increase in the output threshold was recommended, not out of range measurements were seen. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, two and a half years later, this rv lead was surgically abandoned. All measurements were still within normal limits. No additional adverse patient effects were reported.